Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report numbers: 1627487-2013-12388, 1627487-2013-12389 and 1627487-2013-12391. It was reported the pt is experiencing burning sensation at the ipg pocket site while charging. The burning radiates to the occipital nerve. Note the leads have occipital placement (off-label use). The pt also experiences blisters on tongue and mouth, and pt's ear is red. Note the pt fell over a year ago and was told the leads had migrated. A new charger was sent to the pt. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.